Event description:
Oracle ro 1069193 alarming high pressure(while testing/date unknown).

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump alarmed high pressure. No patient was involved in this event. No adverse effects were reported.